Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address a periprosthetic fracture below the summit stem. The original surgeon thought there might have been a crack distally when he did the surgery. The stem was pulled, the fracture reduced and cabled, and a long s-rom stem and new head were implanted.